Event description:
Boston scientific received information that this patient exhibited noise on the non boston scientific right ventricular (rv) lead which lead to syncopal episodes on this pacemaker dependant patient. The physician attempted a revision, but was unsuccessful due to access issues. The physician wanted to view older electrogram (egm) on this patient but they were overwritten and could not be viewed. All other lead measurements were within normal range, and an x-ray showed no lead fracture. The physician has no further interventions planned and will continue to monitor the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.